Event description:
It was reported that during an implant procedure, the patient's right ventricular (rv) lead was found to have high capture thresholds and high pacing impedance. While attempting to reposition the rv lead, it was noted that a stylet was unable to be moved down the lead body and the lead helix was unable to be retracted. The rv lead was removed and another rv lead was successfully implanted to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events of unacceptable threshold, high pacing impedance, stylet insertion issue, and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/body fluids. Visual inspection of the lead did not find any anomalies. X-ray inspection found the inner coil was severely over-torqued with all filars broken/separated. Electrical testing found intermittent discontinuities due to the inner coil filars broken/separated. After cleaning the helix was able to retract and extend within four turns by applying torque directly to the inner coil. The helix extension length was within specification. Stylet was unable to be passed through lead due to the over-torqued inner coil at the connector region. The reported events were isolated to the over-torqued inner coil at the connector region consistent with procedure damage.

Event description:
New information received notes that the lead helix retraction problem was noted when the physician attempted to reposition the lead. The physician also alleged high pacing impedance as the value was over 1000 ohms.